Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. One sample was evaluated. The reported condition was confirmed. The investigation found a leak in the silicone tube coming from the pin hole. Corrective/preventive action (CAPA) will be addressed in a formal CAPA which is currently awaiting implementation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrition leaked right after the feeding started. It was confirmed that the silicon tube has been damaged. There was no patient injury.